Event description:
It was reported that a pt underwent a pelvic floor repair procedure on an unk date. The pt experienced heavy bleeding post-operatively. The pt is now experiencing spot bleeding and states "the mesh is coming through". No further info was available.

Manufacturer narrative:
Date sent to the FDA: 08/20/2008. (Mesh exposure occurred) - conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.